Event description:
A left breast biopsy and aspiration was being performed by provider. As provider removed the yueh centesis disposable catheter needle, the end of the catheter tubing broke off and was left in the breast.